Event description:
It was reported via social media that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The date of the event is an approximation. The patient reported using an Omnipod 5 insulin pump at the time of the event. According to the post, the patient began feeling "off" and performed a fingerstick blood glucose (FSBG) test. The FSBG result reportedly indicated a dangerously low blood glucose level. At the same time, the CGM displayed glucose values within the normal range and did not provide a low-glucose alert. Due to the severity of the reported hypoglycemic event, the patient was transported to the hospital for evaluation and treatment. The patient stated that the low blood glucose episode was severe and believed it could have resulted in a coma. The patient remained hospitalized overnight for monitoring and treatment. No additional details regarding glucose values, medical interventions, clinical findings, or outcomes were provided. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
CMPL-30514598Diabetes Mellitus is a known cause of hypoglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026